Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported cerelink sensor (ID unknown) with error message on monitor. Medical staff changed 4 different monitors and cables and the issue persisted. Sensor was explanted and replaced and the issue was resolved.

Event description:
N/a

Manufacturer narrative:
Cerelink sensor was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.